Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing information. Customer's blood glucose was below 66 mg/dl. Although multiple requests were made for additional information, customer did not reply.